Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check/replace belt messages) have been confirmed. Upon evaluation, the electrode belt cable was damaged between the distribution node and ECG c. The cause for the damaged cable cannot be positively determined. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (add gel; check belt messages) has been confirmed. Upon evaluation, the case was separated at the seam and the white cable was unplugged from (B)(4) on the auxiliary board. The unplugged cable caused add gel messages, time and date reset and communication problems. The cause for the damaged case and unplugged cable cannot be positively determined. No adverse event resulted from the damaged cable and separated case. The patient received a replacement electrode belt and monitor. Device manufacture date: electrode belt sn (B)(4). Monitor sn (B)(4): 12/2008.

Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient is receiving check belt messages and add gel messages. The patient was issued a replacement monitor and electrode belt.